Event description:
Updates from customer response below: communication with the customer , the following information conveyed". . The issue was found at " cleaning sterilization, during procedure(at the end)".

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed. The cable was noted to be damaged and twisted. In addition, flooding in the imaging section and cables were observed. A device history review of the current product was conducted, and no problems were found. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Service repair history record review was performed and found no issue or abnormalities that are related to the reported phenomenon. Instruction for use , it states: handling and general precautions (caution). ¿do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. ¿do not strike or drop the device. Water leakage may damage the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the cable was cracked. There were no reports of patient harm associated with the event.